Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with 5 infusion sets that did not stick well. She was not receiving insulin due to bent cannula and was subsequently hospitalized due to high blood glucose and diabetic ketoacidosis. Her blood glucose value at the time of the event was 243 mg/dl. She was admitted into the emergency and stayed there for 5 hours. Her blood glucose level when she arrived at the emergency was 527 mg/dl and 300 mg/dl when she left the emergency. The patient had ketones and the health care professional identifies the ketone level as dangerous. The infusion set had been in use for 1.5 days. The patient received insulin drip as the treatment and this resolved the issue. She was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.